Event description:
It was reported that during femoral insertion of transray plus intra-aortic balloon(iab) catheter it could not be advanced to the correct position. The catheter was found to be kinked upon removal. No harm or injury was reported.

Manufacturer narrative:
(B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID (B)(4).